Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g5. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical evaluation was performed for the returned sample, the sheath was identified fracture and stent graft was identified partially deployed. The provided photo was evaluated and confirmed for fracture. The device was used off-label. The investigation of the reported issue is confirmed . A definite root cause for the reported event could not be determined. This case represents an off-label use of device. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. The instructions for use states regarding the placement site: "for use in the iliac and femoral arteries". This case represents an off-label use of device. Moreover, instructions for use states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". H10: b5, d4 (expiry date: 06/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during the stent placement in brachial artery to treat pseudoaneurysm, the sheath shaft allegedly broke near the "y" connector while unsheathing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the u.s., but is similar to the fluency plus vascular stent graft products that are cleared in the us. (Expiry date: 06/2022); device not returned.

Event description:
It was reported during the stent placement, the sheath shaft allegedly broke near the "y" connector while unsheathing. There was no reported patient injury.